Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the degasser as the faulty part, which was replaced to resolve the issue. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high glucose patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.